Event description:
It was reported that the pt underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2006 and mesh was used. Also during the procedure a (ams) monarc sling was placed into the pt's body. The pt experienced multiple complications, including erosion, formation of scar tissue, add'l surgeries and neurologic compromise to her structures and tissues. No add'l info has been provided.

Manufacturer narrative:
Lawyer-filed report (B)(4). Additional information: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior/posterior colporrhaphy, sacrospinous ligament fixation, perineal reconstruction, anal sphincter overwrap repair, and monarc sling with cystoscopy; due to pelvic organ prolapse, stress urinary incontinence, disrupted perineum, and fecal incontinence. The patient underwent mesh excision, anterior and posterior colporrhaphy with cystoscopy on (B)(6)2010 for pelvic organ prolapse, gaping introitus, and patient discomfort. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, and dyspareunia. (B)(6), md. (B)(4).

Manufacturer narrative:
Lawyer - filed report (B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6)2006 and mesh was implanted due to symptomatic recurrent pelvic organ prolapse and discomfort. It was also reported that the patient experienced small serosal defect in the bladder that was over sewn. It was reported that the patient underwent a revision/removal surgery on (B)(6)2010.

Manufacturer narrative:
(B)(4). Additional information: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent a mesh revision/removal on (B)(6) 2013, due to vaginal mesh erosion, dyspareunia, cystocele, rectocele and enterocele. No additional information was provided.

Manufacturer narrative:
The initial medwatch and supplemental medwatch reports were sent to the FDA via usps. This supplemental medwatch report is being submitted electronically.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.